Event description:
During troubleshooting for a related complaint, the caregiver (cg) stated that the home patient (hp) had a new transfer set put on and the new transfer set is loose and does not stay on. The cg stated the site was not wet but the transfer set was not right. The technical service representative (tsr) advised the cg to contact the peritoneal dialysis nurse. On (B)(6) 2010 product surveillance spoke with the cg who stated the transfer set was replaced and she has had no further issues with her mom's therapy. The cg stated the transfer set was in use for about 5 days; the 4th and 5th day she experienced air in line alarms during therapy. The cg stated her mom was treated with prophylactic antibiotics and the transfer set and plastic adapter were both replaced at the hospital. The cg stated the transfer set never disconnected; however, the transfer set had to have been loose somewhere since air entered set up during therapy. The cg stated she did not see any visible damage to the product and was not aware of anything that would have caused the connection to be loose. The cg confirmed there was no leakage. No further information is available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.